Event description:
It was reported by the neurologist that in (B)(6) of 2018, the patient started feeling very aware of his heart rate. Heart monitoring found 23 bpm while sleeping, accounting for 8% of the total monitoring tracing, adjusting the vns settings to 1 ma resolved the bradycardia. In (B)(6) 2019 he showed up complaining of heart palpitations. A 30 day holter monitor found paroxysmal atrial fibrillation for1% of the time. He was placed on medication as a result. The neurologist wasn't certain whether the vns was causing the paroxysmal atrial fibrillation. Diagnostics were okay. No further relevant information has been received to date.

Event description:
It was reported by the physician that she had a patient that had developed bradycardia in the past that had since resolved , but now had paroxysmal atrial fibrillation. Arrhythmias was not known to be present until a few years after initial vns implantation. She was concerned the vns could be contributing to these events, so the vns output current was lowered. The vns was not turned off because the patient did not want to lose therapy. However, the physician didn't want to continue using the device if contributing to arrhythmia. No further relevant information has been received to date .